Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unable to verify motor error alarm, priming on its own, history anomaly, missing segments due to blank display. Pump received with missing end cap sticker. Pump had corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error after the device was dropped in the river. The customer's blood glucose level was 144 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.